Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, calcified and 99% stenotic right coronary artery. The physician advanced the 1.5x15mm maverick2 balloon to the lesion and inflated the balloon to 8atms on the first inflation and 12 atms on the second inflation. The physician then inflated the balloon a third time to 14atms for 40 seconds and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 1.5x15mm maverick2 balloon and the deployment of non-bsc stent. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital, therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.